Event description:
The facility representative reported a colleague infusion pump with failure code 812:02. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 812:02 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 812:02, found in the event history log, confirms the customer reported condition. The root cause of this condition was not determined and no repairs were made to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Should the device or additional information become available, a follow-up medwatch will be submitted.